Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in shell, white biological tissue in shell, broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and broken shell with striated edge on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Left side. Device remains implanted.